Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 44-300 mg/dl, needing settings adjustment. Customer attempted to self treat by consuming carbohydrates however, needed assistance from their spouse by giving additional carbs. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.